Event description:
It was reported while using bd® needle 1 in. Single use, sterile, 18 g the needle pierced the shield. There was no report of patient impact. The following information was provided by the initial reporter: 305195- needle was poking though the outside, needle was sticking through plastic hard cover it is in. This seems to be the only one. Lot: 2363635, 2327187- two lots since they cannot be sure what lot it was from but there was only one defect.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305195 and possible lot numbers 2363635 and 2327187. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2363635. D4. Medical device expiration date: 29feb2028. H4. Device manufacture date: 29dec2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® needle 1 in. Single use, sterile, 18 g the needle pierced the shield. There was no report of patient impact. The following information was provided by the initial reporter: 305195- needle was poking though the outside, needle was sticking through plastic hard cover it is in. This seems to be the only one. Lot: 2363635, 2327187- two lots since they cannot be sure what lot it was from but there was only one defect.